Event description:
Reporter sustained a burn that has caused permanent scarring by a laserscope aura laser. This burn has caused chronic pain and disability and reporter is no longer able to work at their previous capacity. The laser burn occurred in a doctor's office with the laserscope rep handling the controls of the laser. The doctor used a "dermastat" handpiece instead of a "scanner" for a broad area of the neck and upper chest with the purpose of treating sun damaged skin. Reporter sustained full thickness skin loss and damage to branches of their eleventh cranial nerve. This has been confirmed by emg. Laserscope was not registered in reporter's state to do business at the time of the burn. There was no informed consent, either written or verbal. Another pt was burned the same day by the same laser in the same office. Their name is obtainable along with address and telephone number. Reporter has many concerns including the lack of on-site calibration of this laser despite the way it is shipped around. The laserscope rep has since said he knew that the way the laser was to be applied was risky. Reporter feels this is an important public health issue. The adequate training of laser users, both salesmen, technicians, and doctors, must be required. Complications should be reported and addressed. Laser companies must include risks when they advertise their benefits as must the drug and cigarette companies. Reporter asks if this would have been allowed in a hospital setting.